Event description:
A (B) (6) with icm, ef<15%, htn and persistent af, s/p viv ICD who has had rapid battery depletion. His % biv pacing has decreased from 100% to 60%. Vsr pacing is an additional 34.9%. His device was implanted on (B) (6) 2008 and his battery has reached 2.59v -rrt- after interrogation and discussion with vendor rep, this ICD was not part of previous recalls for battery depletion, and it is believed there is some other underlying malfunction. The plan was to replace the ICD on (B) (6) 2010. This was accomplished and the removed device was taken by the vendor rep for eval.